Event description:
Valve thrombosis of the on-x mitral valve prosthesis. Valve thrombosis is an expected adverse event for a mechanical heart valve, and is pre-defined in (B)(4) guidelines as "valve-related". Therefore it is being reported. Comments from surgeon's operative notes: "patient presented in cardiogenic shock. She is a known rvd (+) pt on haart...2 previous mitral valve replacements...may clots in l-atrium. Thick clots on both sides of on-x valve w/1 leaflet stuck...". Onxm-25 valve was explanted and replaced. Pt recover from the surgery.

Manufacturer narrative:
Review of the device history record for this valve showed that the valve was built per specifications. Valve is currently at distributor, to be returned to onxlti. If pathology report states that the material is thrombus (as expected), then no follow-up MDR will be sent.